Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experiencing retainer ring had some issues with the insulin pump. Customer stated that the insulin pump had over delivers and under delivers but could not really check how. Customer stated that insulin pump may not be delivery any insulin and has to refill the cannula at time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis